Event description:
A plate, implanted during a revision of a periprosthetic supracondylar right distal femur fracture nonuion, broke post-operative and was removed. Post implant patient developed deep vein thrombosis and massive hematoma then infection and necrosis.